Manufacturer narrative:
Return requested for medium suretrak2 clamp. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, purchasing, reported the site's medium suretrak2 clamp has a stripped screw and requested a replacement instrument. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.